Event description:
A 32mm amplatzer septal occluder (aso) was successfully positioned in a difficult atrial septal defect (asd) after the defect was measured at 28mm on angiogram and 26mm on echocardiogram. In the evening the device embolized into the pulmonary artery and was immediately surgically removed and the asd closed with a successful outcome for the patient.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the embolization remains unknown.